Event description:
I received synvisc injections in both knees on (B)(6)2010, (B)(6)2010 and (B)(6)2010. A few days after the 1st injection, I noticed "pins + needles" and burning sensation on my arms and back, neck + legs. The same dr prescribed prednisone + zyrtec (no relief). I then saw a dermatologist who prescribed a 28 day regimen of prednisone. The condition was relieved but when I stopped the prednisone the condition came right back. It is now almost 9 months after the 1st injection of synvisc and I still have the same uncomfortable painful condition. Dates of use: (B)(6)2010, (B)(6)2010, (B)(6)2010. Diagnosis or reason for use: osteoarthritis. Event abated after use: no.